Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set cannula was leaking. The infusion set was in use for within 3 hours of insertion. The insertion site was abdomen. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient country: united states.